Event description:
It was reported that the first deltamaxx cerecyte microcoil (cdx18062530/ c11389) pushed the excelsior sl 10 (mc) microcatheter out of the aneurysm, and then, the coil dissolved /prematurely detached from the pusher wire. The deltamaxx cerecyte microcoil (cdx18041530/ c11128) pushed the mc out of the aneurysm. After the deltamaxx cerecyte microcoil (cdx18062530/ c11389) prematurely detached, 3 cm of the coil was in the mc and the other part 22cm was in the aneurysm, therefore the coil and the mc were recovered together. Then, a target standard 360° 7 mm framing coil was placed. For the filling, deltamaxx cerecyte 4mm but this coil pushed also the mc out of the aneurysm, thus they used stryker coil and finished the procedure successful. There was no resistance between the microcatheter and coil, and a constant and dedicated saline source was used at all times. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc). The target sire was the carotid-t artery with an aneurysm measured 6,7x 4,7x 5,2 mm: neck 2,8mm. There was no adverse event reported, and the devices will be returned for analyses.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. (B)(4).

Manufacturer narrative:
It was reported that the first deltamaxx cerecyte microcoil (cdx18062530/ c11389) pushed the excelsior sl 10 (mc) microcatheter out of the aneurysm, and then, the coil dissolved /prematurely detached from the pusher wire. The deltamaxx cerecyte microcoil (cdx18041530/ c11128) pushed the mc out of the aneurysm. After the deltamaxx cerecyte microcoil (cdx18062530/ c11389) prematurely detached, 3 cm of the coil was in the mc and the other part 22cm was in the aneurysm, therefore the coil and the mc were recovered together. Then, a target standard 360° 7 mm framing coil was placed. For the filling, deltamaxx cerecyte 4mm but this coil pushed also the mc out of the aneurysm, thus they used stryker coil and finished the procedure successful. There was no resistance between the microcatheter and coil, ad a constant and dedicated saline source was used at all times. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the devices (kink, bend, crack, separated, fracture, etc). The target sire was the carotid-t artery with an aneurysm measured 6,7x 4,7x 5,2 mm: neck 2,8mm. There was no adverse event reported, and the devices will be returned for analyses. The coil was returned undamaged. The coil's socket ring was pushed down inside the outer sheath. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with a portion of the sheath protruding outside the distal end of the v notch fracture. The fracture has been raised above the surface plane. The locking mechanism has been damaged with compression and stretching of the sheath material away from the surface. Using an in-house sl-10 microcatheter, the returned coil was introduced multiple times with no problems encountered. The coil was then advanced through and out the distal tip of the microcatheter multiple times with no resistance encountered. The coil moved freely at all times. The most likely root cause of microcatheter being pushed out of the aneurysm occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism became embedded inside the v notch of the resheathing tool. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance and most likely caused the microcatheter to move away from the target aneurysm. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported event was confirmed, and it was due to the introducer locking mechanism. Additionally, these damages found on the returned devices would have been readily evident to the user and with review of the available information there is no indication that there were any other damages to the device after the reported event. Inspections are in place to prevent damaged devices from leaving the facility. With review of the analysis and the device history records there is no indication that the damaged condition of the returned device is related to the manufacturing process. Although no conclusion can be made regarding the reported event, based on the available information and the analysis of the returned device, a review of the manufacturing documentation associated with this lot presented no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4).